Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.(B)(4).

Event description:
The customer reported via phone call that they received a button error alarm during an attempted bolus. The customer's blood glucose was 116 mg/dl. The customer could not recall any significant events leading to the alarm. Customer stated the insulin pump may have been pressed against their body. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.